Event description:
Event description guidant received information that this transvenous defibrillation right ventricular lead was exhibiting unexplained noise on stored electrograms with pacing inhibition noted. No adverse patient symptoms were reported.